Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to recurring incontinence. A new aus was implanted. There were no additional patient complication reported.

Manufacturer narrative:
Updates: block g3: bsc aware date. Block h6: device codes, component codes, method codes, result codes, conclusion codes. Upon receipt at our quality assurance laboratory, the returned artificial urinary sphincter (aus) components underwent a thorough analysis. Two cuffs, a pump and a balloon were returned. Both cuffs were identified to have folds and scaling present. They both passed the leak testing. The balloon and pump were visually, leak tested and functionally tested. The balloon and pump passed all the testing performed. Based on the information available, the reported observation is a known inherent risk of this device.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to recurring incontinence. A new aus was implanted. There were no additional patient complication reported.

Manufacturer narrative:
Block g3: bsc aware date 07/03/2024 block h6: device code: insufficient information and adverse event without identified device or use problem. Block h6: component code: cuff. Block h6: evaluation method code: testing of actual/suspected device. Block h6: evaluation result code: operational problem identified, deformation problem and no device problem found.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to recurring incontinence. A new aus was implanted. There were no additional patient complication reported.